Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-32942. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have signal artifact, low pacing impedance, intermittent sensing. Based on these malfunctions the physician suspected the lead had fractured. No imaging was used to confirm the rv lead fracture. The transmission also revealed that the right atrial lead had exhibited far r wave over-sensing. Corrective programming changes were made for the both the rv and ra lead malfunctions. No additional intervention was reported. No patient consequences were reported.